Manufacturer narrative:
The user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level of 400-600 mg/dl and diabetic ketoacidosis. The customer was treated with an intravenous fluid and insulin drip, and was released 3 days later with temporary kidney damage. Reportedly, the cause for the event was due an auto-off alarm that occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer successfully resumed insulin and continued to use the pump for insulin therapy.